Event description:
On (B)(6) 2014, a customer reported obtaining unexpected negative antibody screen with capture-r ready-screen (3) when used on the galileo echo. The full blood sample identification number is (B)(6).

Manufacturer narrative:
Product retention was tested by immucor on (B)(4) 2014 and shown to perform as expected. Immucor technical support used remote electronic access to assess sample testing well images on the galileo echo. For the antibody screen yielding unexpected negative, the well images appear negative. Immucor field service engineer visited the customer site on (B)(4) 2014 and found the galileo echo instrument operating as expected.